Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider. Regarding a patient implanted with an implantable neurostimulator (ins). It was reported that in 2004 the patient's ins was malfunctioning and that they had it explanted. No further information was provided. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a lot# serial# (B)(4) implanted: 1999 (B)(6) explanted: 2004 (B)(6) product type lead. Please note the manufacturing site ID has been updated to 1030489 from 3007566237 at this time. Correction: please note that sections have been updated at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that at the time of the device removal, the patient was admitted to the surgical suite with a wound class noted as ¿clean.¿ during the explant procedure, a partial laminectomy was performed along the lamina where the stimulator leads entered the epidural space and following the laminectomy, the scar tissue was removed. It was noted the patient¿s battery and wires were removed, all incisions were irrigated with bacitracin and then closed in layers. The patient reportedly tolerated the explant procedure well and was transferred to the recovery room in satisfactory condition. Following the procedure, the patient was noted to have reported a visual analog scale (vas) score of 3 when their pain was assessed. The patient reported the pain was caused by ¿movement, surgery.¿ the patient¿s nurse noted that an acceptable pain level following the procedure was ¿pain 5 on vas.¿ no further complications were reported or anticipated.